Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. Blood glucose levels were to have increased to approximately 600 mg/dl. The patient reported experiencing symptoms including multiple episodes of vomiting, as well as dizziness and chest pain. She further reported observing that the pod was leaking during wear. The patient was subsequently hospitalized and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin. The patient remained hospitalized for approximately four days and was discharged on (B)(6) 2026.